Event description:
A patient was double skin tested in 1/14/97 and 1/28/97 in the forearms and was read as negative. The patient was treated on 2/19/97 with two formulations of collagen in the vertical lines above the tip and in the upper vermilion border. The patient developed lumps, bruising, and swelling immediately after the injection in the vertical lines above her mouth an dalong the nasolabial lines but did not contact the physician. The patient reported that she received deep laser resurfacing of her entire face by another plastic surgeon, date refused. After the laser resurfacing, the color intensified to a deep purplish-red, induration, and elevated lumps on the nasolabial lines and a general swelling of the space between the upper lip and the nose. On 4/11/97, the patient returned to the physician with swelling, pain and reddness at the injection site. The physician diagnosed a hypersensitivity to collagen compounded with irritation from the laser. On 4/23/97, the physician prescribed zyrtec and claritin for the symptoms.